Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected that the implantable pulse generator (ipg) was pacing in the middle of the qrs. It was further reported that over time the right ventricular (rv) lead had a gradual increase of impedance and capture thresholds. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.